Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device soft keys had to be pressed harder than normal for them to work. The keys were not functioning with a normal amount of force. The cause was identified to be the failing keypad which requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device soft keys had to be pressed harder than normal for them to work. No additional information is available.